Manufacturer narrative:
¿Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31319. It was reported that the patient fell and experienced ineffective therapy. Reprogramming did not resolve the issue. X-rays showed that leads migrated. Surgery may occur to address the issue.

Manufacturer narrative:
Correction: manufacturer report number 3006705815-2020-31318 should not have been submitted as a medical device report (MDR) as lead migration was reported in error; the leads were implanted in a staggered position and surgical intervention was not performed on the leads.